Event description:
Philips received a complaint by the customer on the v60 indicating that the base assembly is broken and needs to be replaced. The customer is requesting onsite service to have field service engineer (fse) replace base assembly. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse dispatched a fse for onsite service and repair. This investigation is ongoing.

Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site and confirmed that the central processing unit (cpu) tray cover lost its screw, the screw was stripped out and could not hold. The fse replaced the cpu tray cover with new screw, and the device was able to be screwed to cart to resolve the reported issue. The device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.